Manufacturer narrative:
Additional information and the return of the device have been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified. This is two (2) of two (2) reports submitted for this event. Reference FDA 3004987282-2022-00043 for the related report.

Event description:
Two m6-c removed due to foreign body reaction and osteolysis. The devices were explanted. The condition of the devices at the time of removal was unknown.